Manufacturer narrative:
While walking at home, the end user reported that she fell when the cane tip wore through. She suffered a bruise to her face and knee and fractured her right hand. The fracture was treated with a brace. She was hospitalized for two days for observation and was discharged home with physical therapy. No lot number was provided and the sample was not returned for evaluation. No photos were sent. The product number for the cane was not reported. She stated it is a quad cane. The condition of the other three tips is not known. In the absence of a sample, a root cause has not been determined.

Event description:
The cane tip wore through and the end user fell.